Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) lead exhibited high pacing thresholds. The physician opted to surgically abandon this rv lead and replaced it with a new lead. No additional adverse patient effects were reported. This rv lead was capped.